Event description:
Pt admitted from an outside hosp with a groshong catheter in place. On 4/19/98 pt was sitting on side of bed and said, "I felt something pull". R.n. In room examined catheter and found it disconnected between the lumen and the IV tubing connection. Catheter crimped with fingers at the dorsal end and connector and IV tubing dropped to floor. Noted catheter was a groshong so clamps not placed, IV pump stopped and catheter uncrimped. Approximately 10 minutes later pt complained of shortness of breath. Pt immediately assessed and shortly thereafter coded. Pt taken to operating room then to surgical intensive care unit. Pt died 4/24/98. Family declined autopsy. Physician suggests possible cause of death could be pulmonary embolism, air embolism, myocardial infarction (less likely) and/or catheter malfunction. Catheter underwent preliminary testing at facility and results of tests concluded that the pressure-sensitive groshong valve in the pt's catheter functioned within MFR's specifications for staying closed between minus 7 and positive 80mm hg. Tests on an identical new catheter from stock supplies yielded the same test results. Facility bench testing would have some sources of errors that a scientific laboratory would not, comparison testing tends to reduce these errors to an acceptable level. However, it was observed that when the catheter tip area was bent at a sharp radius or pinched, the valve would open by itself or under significantly reduced pressure/vaccum.